Manufacturer narrative:
The following field has been corrected: b.3 date of event: (B)(6) 2020 device evaluation: a complaint of leakage on model me1048 was received. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model me1048 lot number 20045633 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 08apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the 12 in non-dehp minibore extension set experienced leakage and component separation. The following information was provided by the initial reporter: piv was placed using the bd maxguard extension set. Less than 30 minutes later patient notified nurse that it was "leaking". Upon evaluation is was noted that blood was leaking from the connection site of the extension set and IV hub. It seems the extension set became loose from the hub, although screwed on tightly and taped down. Extension set was changed out with a different brand.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 12 in non-dehp minibore extension set experienced leakage and component separation. The following information was provided by the initial reporter: piv was placed using the bd maxguard extension set. Less than 30 minutes later patient notified nurse that it was "leaking". Upon evaluation is was noted that blood was leaking from the connection site of the extension set and IV hub. It seems the extension set became loose from the hub, although screwed on tightly and taped down. Extension set was changed out with a different brand.